Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl to "low" and was "impaired". Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer was taken to the emergency room by a family member. Customer was provided with orange juice and crackers and was discharged the same day with the issue resolved and no permanent damage. Customer updated their basal rate, correction factor, and carb ratio settings to address the issue and continued to use the pump for insulin therapy.